Manufacturer narrative:
Investigation: since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could not be determined. A device history review could also not be completed as no batch number was provided.

Event description:
It was reported that caps are not staying on needle and heath care workers are receiving needle stick injuries with a bd syringe 3ml ll w/ndl eclipse 25x5/8 rb. The following information was provided by the initial reporter: (1 of 3) it was reported that the needle caps are not staying on securely resulting in needle sticks to staff. Additional information from reporter: I have had multiple sticks to staff members because the needle caps do not stay on securely. The packages is also more fragile. When ripping the needles from the perforated lines we tend to open the actual package and have to discard the then exposed/non sterile needle. This has been going on for a few months but with more sticks and conversations with staff members (medical assistants and nurses) I have been made aware this is a pretty consistent thing.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. PMA / 510(k)#: k980987(syringe); k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that caps are not staying on needle and heath care workers are receiving needle stick injuries with a bd syringe 3ml ll w/ndl eclipse 25x5/8 rb. The following information was provided by the initial reporter: (1 of 3). It was reported that the needle caps are not staying on securely resulting in needle sticks to staff. Additional information from reporter: I have had multiple sticks to staff members because the needle caps do not stay on securely. The packages is also more fragile. When ripping the needles from the perforated lines we tend to open the actual package and have to discard the then exposed/non sterile needle. This has been going on for a few months but with more sticks and conversations with staff members (medical assistants and nurses) I have been made aware this is a pretty consistent thing.